Manufacturer narrative:
Olympus technical support performed troubleshooting over the phone, and advised the user not to hot swap scopes, and to power down to remove and install scopes in the light source. The user was advised that foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint, may affect the electrical function of the device. The user was then advised to ensure the endoscope connector has been cleaned using lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dried, prior to connecting the endoscope to the light source. The user was going to perform these troubleshooting steps and contact the olympus technical assistance center (tac). Further follow up with the customer was performed, and the reporter stated the issue has not resolved, but has declined to return the device to olympus for evaluation at this time. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for a diagnostic colonoscopy procedure, an e315 error code (scope error) was displayed. There was a five-minute delay to the procedure due to the issue; however, the procedure was completed using a similar device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the error e315 code was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.